Manufacturer narrative:
Wom had reported the event 3002914049-2020-00001 to FDA on (B)(6) 2020. In (B)(6) 2019, the distributor had provided incorrect information regarding the event. At that time an averse event was reported with severe consequences for the patient ("patient's heart rate decrease, and patient coded"). Now the distributor informed wom that in fact this adverse event did not take place. The new description of the complaint is therefore "tube sets are not plugging correctly". The tube sets were not returned and no further information on the tube sets could be obtained, therefore a malfunction cannot be excluded; however, it would not be likely to cause or contribute to a death or serious injury if it recurs.

Event description:
We have been informed of the following event: "tube sets are not plugging correctly."

Manufacturer narrative:
It is known that during laparoscopic procedures a low heart rate can occur, depending I. A. On the selected pressure and preexisting conditions of the patient. Unsuitable pressure conditions can lead to a significantly decreased back flow of venous blood from the abdominal cavity to the right heart, at worst resulting in heart pump failure. The device has not been returned to date to the manufacturer for evaluation, a malfunction can therefore not be excluded as root cause for the low heart rate and cardiac arrest.

Event description:
We have been informed of the following event: "tube sets are not plugging correctly how was issue noticed? During a procedure. Procedure completed successfully? Complainant not aware. Patient involvement? Yes - impact - see adverse consequences. Medical intervention? Yes. Surgical delay? Yes. Adverse consequences? Patient adverse consequence details: while using the pneumoclear, while in advance mode, patient's heart rate decrease, and patient coded product available for return? Return."